Manufacturer narrative:
The returned device was inspected. And analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was interrogated, and impedance testing was performed. All measurements were within normal limits. And no noise was observed on the electrograms. Normal device operation was noted. Analysis did not identify any device characteristics, that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed, based on completion of device analysis.

Manufacturer narrative:
(B)(4). Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced some episodes of dizziness but then subsequently experienced syncope resulting in a fall while waiting in line. As a result of the syncope and the associated fall, the patient was taken to the hospital and then transferred to a different hospital under the care of an electrophysiologist (ep). A temporary pacing lead was placed and the implanted implantable cardioverter defibrillator (ICD) device was programmed to a right ventricular (rv) only pacing and sensing configuration at a maximum pacing output while troubleshooting continued. The patient was noted to be pace therapy dependent. A review of the implanted ICD device electrograms (egms) indicated that oversensing of atrial events was occurring on the rv lead resulting in pacing inhibition and asystole greater than two (2) seconds. As part of troubleshooting, the automatic gain control (agc) programming was increased and the oversensing was no longer observed. However, there was a concern that the ICD device may not be able to sense fine ventricular fibrillation (vf) with these settings. A chest x-ray was also taken and compared with an x-ray from the initial implant of the rv lead. The physician indicated that the lead position looked identical. The specific cause of the oversensing was not confirmed but the physician indicated that they believe it is a lead position or a lead design issue. However, because the patient is pace therapy dependent, the physician decided to replace both the ICD device and the rv lead. As a result, the ICD device was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.